Event description:
It was reported that during the procedure to treat a lesion in the circumflex (cx), a perforation occurred in the proximal cx. A 4.0 x 12 mm graftmaster was deployed successfully; however, the perforation grew larger. Another 4.0 x 12 mm graftmaster was deployed; however, the perforation became larger. Cardiopulmonary resuscitation was performed. Atropine and epinephrine were given, and pericardiocentesis was performed, but this did not adequately relieve the tamponade. It was noted that the patient was not a candidate for emergent surgery. It was not possible to resuscitate the patient, and the patient expired in the cath lab due to the coronary rupture. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of death and perforation are a known adverse event as listed in the graft master otw instruction for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling the treatments appear to be related to the operational context of the procedure. The returned cine images were reviewed by clinical specialist. The reviewer concluded the images confirmed that a vessel rupture occurred after balloon dilatation and that a graftmaster stent was deployed in the left main (lm). Unfortunately there are no images of the additional graftmaster being deployed or images post-initial graftmaster deployment with contrast injection to confirm whether the perforation enlarged or that pericardiocentesis was performed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information. The other 4.0 x 12 mm graftmaster referenced is being filed under a separate medwatch MFR number.